Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, the system cut more than the planned three degrees of external rotation and the case was completed manually. It was reported that the robot device was cart mounted and was not mounted to the bed. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The device log files were reviewed for this event and the reported condition was not confirmed for the satellite station. Therefore, the reported condition was not confirmed, and an assignable root cause could not be established. Further log review investigation is under (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated along with a review of the log files for this event. The investigation found evidence of some leg/robot movement during cut steps. The investigation found that array movement cannot be confirmed as the checkpoints were improperly created and verified on the array itself. However, the investigation did see some indication the femur array may have moved during the posterior cut. This would have impacted the anterior and distal recuts that were performed, contributing to the external rotation being off. The investigation found that anterior, distal, and anterior chamfer were overcut and the posterior cut and posterior cut were undercut, this could have contributed to some of the external rotation seen. There are no defects found with the system or software. The investigation found that the probable root cause of the reported issue is potential leg/robot movement, sub-optimal posterior landmark acquisition as well as probable array movement.